Event description:
Lumbar puncture was performed using a 14-gauge tuohy needle at the l2-l3 level, with immediate return of clear csf. Opening pressure was very low and not measurable with manometry. Small amount of collected csf (<5 ml) was collected per orders.the lumbar drainage catheter was then threaded through the needle into the thecal sac. Shortly thereafter, resistance was encountered and repositioning of the catheter was attempted. During this repositioning, there was sudden loss of resistance and shearing of the drainage catheter was suspected; this was confirmed upon removal of the catheter. Upon consultation with the attending neurosurgeon, the procedure was then aborted. The needle was then withdrawn. Hemostasis was obtained and a bandage was applied to the back. The patient tolerated the procedure well without any immediate complications. Stat CT of the thoracic and lumbar spine confirmed that within the thecal sac extending from levels of l2-l5, an approximately 8 centimeter catheter fragment remains in the left aspect of the spinal canal, appearing to be entirely intradural.